Manufacturer narrative:
The molecular presence of guanine and adenine at the polymorphic site that is indicative of the kidd (jk) antigen represents a heterozygous jk(a+b+) individual 1, as was reported by hea beadchips heak3856_5 and heak3393_4. However, the individual is also heterozygous for a polymorphism at c.588a>g in exon 6 ((B)(4)) that could weaken the expression of the jka or jkb antigens2,3. This is a case where a sample contains a molecular event that affects the blood-group antigen expression, and the nucleotide changes associated with this event are not explicitly monitored by the hea assay as described in the hea package insert (part number 190-20210).

Event description:
The customer reported a possible discrepancy. The donor is jka+ using the bioarray hea molecular beadchip kit; serology results were jka-.